Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The drive gas check valve was replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the unit was alarming for high positive end expiratory pressure. There was no report of patient involvement.